Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where the patient went for a mitral valve repair with two pascal implants and was discharged home. Weeks later the patient began experiencing increased shortness of breath. Follow up echo indicated increased gradients / stenosis. The cardiologist adjusted the patients regimen of antihypertensives and diuretics. Currently, the patient reports having continued shortness of breath with difficulty walking. Despite medical treatment and monitoring, the patient is scheduled for a mitral valve replacement. There were no issues with the device at the time of implantation or post procedure.